Event description:
It was reported that the customer had high blood glucose levels of 310 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer reported trying this step three times and the insulin pump would always alarm no delivery. The customer was assisted in the proper technique for priming the insulin pump. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.